Event description:
It was reported that immediately following the implant procedure, the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead, along with thumping in their chest and hiccups. The pacing polarity parameters were reprogrammed and the patient no longer felt the thumping feeling. The symptoms returned the following day and the patient presented to the clinic due to a strong thumping in their chest. The device was interrogated and the settings were adjusted again and the patient no longer experienced the stimulation. The lv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.